Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: the forceps plug cap has been scraped off due to external factors. In addition, service noted that due to handling, the adhesive part of the lighting lens has come off, peeled off. Furthermore, the following findings during inspection were noted on the device: the bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the elongation of the angle wire. Scratches on the insertion tube due to external factors are observed. The curved rubber bond is cracked due to external factors. Scratches are found on the tip cover due to external factors. Scratches are found on the operation part due to external factors. Scratches are found on the insertion part corrugated tube oredome due to external factors. Scratches are found on the switch box due to external factors. Scratches on the operation unit cover due to external factors are observed. There are scratches on the up/down (u/d) knob due to external factors. Scratches are found on the right/left (r/l) knob due to external factors. Scratches are found on the universal cord due to external factors. Scratches are found on the operation part side oredome of the universal cord part due to external factors. Scratches are found on the scope connector due to external factors. There are scratches on the rl angle fixing knob due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported the device was immersed in a state where the waterproof cap was not close properly. Waterproof cap was soaked in a state that was not stored properly. According to the reporter, the image was properly reflected but the water is leaking. Device evaluation found the adhesive part of the lighting lens is peeled off. There is a gap in the tip adhesive part, dirt has entered the inside of the lens through the gap. This report is being submitted for peeled adhesive part of the lightning lens found on device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to deterioration by physical stress such as dropping/hitting or chemical stress during reprocessing caused the defect. It is suggested that the user facility receive instruction/reinstruction on the handling method of the device including usage environment. Olympus will continue to monitor field performance for this device.